Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
A healthcare provider reported that a consumer fell and that their stimulation had turned off. It was also reported that the consumer hurt themselves. The indication for use was non-malignant back pain and failed back surgery syndrome. Should additional information be received, a follow up report will be sent out.